Event description:
MFR received a report of mentally retarded pt catching his finger in the frame mechanism of a recliner. This incident resulted in the finger being amputated. No malfunction has been reported & the recliner is still in use.